Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic low anterior resection, the second reload was connected onto the idrive and started articulating by itself and stopped moving. The general status indicator illuminated blue. The reload status indicator was flashing green. The device operator pressed the button to center reload articulation. However, the reload did not return to its original position. The battery pack was removed from the handle and inserted into it. The device did not move. A new set of the idrive was opened to continue the surgery.